Event description:
It has been reported to philips that the system gave an error of ¿host memory problem¿, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. During onsite visit, the philips field service engineer (fse) inspected the system and identified the issue with one of the ram memories of the host pc. To resolve this issue, the fse replaced the memory and disk bay. The failure of the host pc can be attributed to the issues resolved in medical device correction z-1156-2024. After replacement, the system was returned to philips for further analysis. The codes were updated based on the investigation's outcome.